Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) stated that the therapy has not worked for them since they got their ins put in. They stated that their symptoms are worse than before their implant with no control of their bladder. The patient attempted to increase their stimulation, but it did not work. The patient stated that they would like the device removed. No further information or patient complications were reported.